Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in the morning of (B)(6) 2019, she noticed the infusion set's tubing had detached at the quick release/site connector while sleeping, which led to high blood glucose level. The site location was patient's lower back. The pump was worn in the back of her body under the pajamas. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.